Manufacturer narrative:
It was reported that the compressor mini had a problem with the drainage valve. Our field service engineer on site investigated the unit and replaced the drainage valve. The drainage valve was returned for further investigation. A visual inspection of the returned drainage valve showed no anomalies. The drainage valve was returned without air connectors. Simulated use test of the received goods did not reproduce the described issue. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. Poor compressor air supply, for example caused by a leaking drainage valve, will generate alarms on both the compressor and ventilator to alert the operator. The conclusion in this matter is that the reported issue could not be confirmed during laboratory tests. No leakage or any other malfunction was found. During simulated use test ventilation the returned drainage valve worked without remarks.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the drainage valve of the compressor out of order. The patient involvement is unknown. Manufacturer ref.#: (B)(4).